Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h4, h6, h11. Corrected fields: h11 (technical assistance support (tac)) the device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause for the malfunction could not be identified. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting was performed. The customer was advised to replace the suspect d port video signal cable with a known reliable. The video signal from the pc then appeared; however, after a short time the monitor lost the signal again and the image did not return. The customer then was asked to provide the part number of the displayport cable currently being used. After reviewing the cable details, additional troubleshooting steps were provided to the customer to check. Customer called back and advised that using a windows computer is not supported on this medical grade monitor. Tac went through the settings to see what settings could be tried but it is just not compatible. Issue addressed by advising of support the customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Date of event is unknown. Additional information will be provided once available.

Event description:
It was reported that the monitor had an intermittent video signal during maintenance. There were no reports of patient involvement.